Manufacturer narrative:
(B)(4). This is report of use error, where the patient compromised the patient line during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during fill four of eight of peritoneal dialysis therapy. The patient was connected at the time of the event. The home patient reported that they needed to start over due to the patient line being compromised. The technical service representative assisted in ending the therapy and reviewed proper procedure. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.